Event description:
It was reported the capsule was deployed the ph in the recorder was 2.7. Which was the beginning was six. Customer were in the position and in the correct measurement. The doctor checked with gastro scop, the capsule was not attached in the esophagus and it was in the stomach and not attached to anything. Patient experienced burning sensation, regurgitation and anguish. Capsule was retrieved using basket. They placed another capsule on the same procedure and attached successfully. Lubrication was used to facilitate the placement of the capsule.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the capsule was deployed the ph in the recorder was 2.7. Which was the beginning was 6. Customer were in the position and in the correct measurement. The doctor checked with gastro scop, the capsule was not attached in the esophagus and it was in the stomach and not attached to anything. There was no patient and user harm.

Manufacturer narrative:
Additional information: d4 (UDI#), g3, h3, h6 h3, evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The electronic device-use logs were also provided. Visual inspection noted that the study 1 showed normal ph values at the beginning of the study. The recorded ph values then dropped for an extended period of time indicating the capsule detached from the esophagus and fell into the patient stomach. Study 2 is a normal study with some gaps throughout, no data from the study suggests issues with capsule placement. An image of the bravo device packaging, the lot number matches the number associated with the complaint device. An endoscopic photograph showing that the capsule is not attached to the esophagus. Functional testing found that the study had an inaccurate reading. It was reported that the bravo capsule failed to attach to patient's esophagus. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: e1 (facility name), g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.